Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reported the light handle had a crack in the plastic.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. However, a possible root cause can be due to the distribution of material during the forming process. The forming operation has been revalidated using improvements that were implemented in the molding and forming stations. A new micrometer design will be used to test the wall thickness measurements of the product. All manufacturing personnel were trained and made aware of the reported issue. A formal corrective and preventative action was implemented as a result. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 5/11/2015.an investigation is currently underway. Upon completion, the results will be forwarded.